Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The stent had detached from the device and was not returned for analysis. An examination of the balloon material found no tears or holes in the balloon. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. The inflation device was verified before and after use with a calibrated pressure gauge. A vacuum was pulled and the balloon deflated fully. The balloon was inflated to its rbp (rated burst pressure) and deflated with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon deflation failure occurred. The 99% stenosed lesion was located in the non calcified and moderately tortuous proximal end of left anterior descending (lad) artery. After a 6fr non-bsc guide catheter was used to cross, a non-bsc guide wire was advanced in the lad along with a non bsc support catheter. A 2mm x 10mm non-bsc balloon catheter was used for pre-dilatation and the balloon was inflated for three times at 6 atmospheres in 10 seconds. Then the physician deployed a 2.25mm x 20mm promus element plus stent at 6 atmospheres using a non-bsc inflation device, with pressure held for 15-20 seconds. However, the balloon was unable to deflate after 20 seconds. Several attempts were made to inflate and deflate the balloon but deflation was still unsuccessful. The inflated stent delivery system was pulled out with force. There was no patient symptoms during the time the balloon remained inflated and the balloon was removed intact from the patient¿s body. The procedure was completed with post-dilatation of a 2.25mm x 10mm non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon deflation failure occurred. The 99% stenosed lesion was located in the non calcified and moderately tortuous proximal end of left anterior descending (lad) artery. After a 6fr non-bsc guide catheter was used to cross, a non-bsc guide wire was advanced in the lad along with a non bsc support catheter. A 2mm x 10mm non-bsc balloon catheter was used for pre-dilatation and the balloon was inflated for three times at 6 atmospheres in 10 seconds. Then the physician deployed a 2.25mm x 20mm promus element plus stent at 6 atmospheres using a non-bsc inflation device, with pressure held for 15-20 seconds. However, the balloon was unable to deflate after 20 seconds. Several attempts were made to inflate and deflate the balloon but deflation was still unsuccessful. The inflated stent delivery system was pulled out with force. There was no patient symptoms during the time the balloon remained inflated and the balloon was removed intact from the patient¿s body. The procedure was completed with post-dilatation of a 2.25mm x 10mm non-bsc balloon catheter. No patient complications were reported and patient's status was good.